Event description:
It was reported that the physician was going to perform a lead revision due to the inability to get complete leg coverage. It was stated that the implantable neurostimulator (ins) voltage was 3.040 volts. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 377860, lot# v013106, implanted: (B)(6) 2006, product type lead; product ID 377860, lot# v013106, implanted: (B)(6) 2006, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).